Event description:
Ever since I have had the essure I have plenty of complications with pain in my stomach, my legs, my back and my thighs. I've had the worst abdominal pain in my stomach for the last three years. I went to be obgyn to have it removed because of all the pain I've been having since the device has been installed. I've fainted a couple times, loss of lots of blood at times as well as times I've been confined to my bed because I can't move or walk from the pain. I'm wanting the device removed. It's causing so many complications in my life where I can't physically work. I've had to stop working because I can't stand on my legs anymore without my knees buckling out or severe pain on an everyday basis. This medical device has caused so many problems for me and my health.